Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2013 and bard alyte was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with pelvic exam under anesthesia, total abdominal hysterectomy / bilateral salpingo-oophorectomy, peritoneal adhesiolyisis and appendectomy due to incarcerated ventral incisional hernia repair.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent prolapse, cystocele, rectocele, voiding dysfunction and defecatory dysfunction.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a complete uterovaginal prolapse without stress incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient underwent laparoscopic repair with placement of mesh due to a recurrent ventral incisional hernia on (B)(6) 2010. It was reported that the patient underwent laparoscopic lysis of omental adhesions from the abdominal wall, extensive robotic adhesiolysis with dissection of the rectosigmoid from the vaginal cuff as well as an extensive retroperitoneal dissection with resection of foreign body from the retroperitoneal space, which appeared to be mesh material, on (B)(6) 2013. No additional information was provided.